Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient's grandmother stated the cgm was displaying values of 54mg/dl and 47mg/dl, so she treated the patient by giving them orange juice. It was reported that later in the day, they were at a scheduled visit with a family doctor and when the doctor performed a finger stick reading, the bg meter was showing a value of 300mg/dl while the cgm was displaying 87mg/dl. The doctor suggested that the patient be taken to the hospital to be treated for insulin, which the patient's grandmother followed instruction and the patient was treated at the hospital. No symptoms or injury were reported. No additional patient or event information is available. Data was received for evaluation; data review confirmed the reported event of inaccurate cgm values. A probable cause could not be determined via data.